Event description:
In (B)(6)2010, the patient started peritoneal dialysis (pd) treatment. On (B)(6)2010, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. On the same day, a peritoneal effluent analysis and culture were performed. The analysis and culture results were not reported. On (B)(6)2010, the patient began remedial therapy with fortum (1gm, daily, intraperitoneal (ip) and reflin (500mg, daily, ip). Pd therapy was ongoing. It was unknown whether the peritonitis resolved. No concomitant medications were reported. The nurse believed that the event of peritonitis was not related to pd therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patient discarded supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem.